Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly; three of the buttons would inconsistently respond. The patient's blood glucose at the time of incident was 110 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer confirmed that the pump was not dropped or exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.